Event description:
It was reported that there was an issue with ae-qas-sp42 - collect.no.qas spine anterior stabilis. According to the complaint description, the product caused hernia and a wound dehiscence postoperative. The following adverse event(s) have been reported in dr hall's survey. Per the completed survey, the following event occurred at l5-s1 level. This survery was a part of he annual activl artificial disc enhanced safety surveillance study. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference 100032945 (400598782). Associated medwatch-reports: 9610612-2023-00094 (400598780 - ae-qas-sp42) 9610612-2023-00095 (400598781 - ae-qas-sp42); (400598782 - ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Associated medwatch-reports: 9610612-2023-00094 ((B)(4) - ae-qas-sp42). 9610612-2023-00095 ((B)(4) - ae-qas-sp42). 9610612-2023-00096 ((B)(4) - ae-qas-sp42).

Manufacturer narrative:
Addiitional information: d9 - no product return. H6 - codes updated. Investigation: because we did not receive any sample, a thorough investigation was not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Because there is no product available for analysis and neither an article number nor a lot available, a statistical analysis is not possible. Conclusion and preventive measures: on the basis of the current information a clear conclusion regarding the root cause cannot be drawn. At this time there are no hints for a product related error; if products are returned in the future, another investigation will be performed unsolicited. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigation results, a CAPA is not necessary.